Event description:
An affiliate reported that a pt was admitted for coronary intervention. A 3.0x23mm cypher select plus was delivered to the target lesion, but the physician was unable to inflate the balloon to implant the stent due to a crack in the hub. The procedure was completed with another device. There were no adverse consequences to the pt.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.